Event description:
Patient states no pain relief since implant. Xrays taken show leads migrated to bottom of t9. Patient also has impedance over 40¿000 on electrode 2. Dtm programming, hd programming and ld programming has been attempted without success. Patient will have lead revision surgery.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022. Product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022. Product type lead . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the reason for call was caller says that the pt had a revision surgery on (B)(6) 2022 and says the reason for the revision surgery was because "the leads weren't put in the right place and so it wasn't giving her relief and the MRI showed the leads weren't in the proper place". They said this was discovered "months ago" but says it was this year (2022). I asked if a medtronic rep was aware of this issue and they said they didn't know. They said that the reason the revision surgery took so long to get scheduled was because the patients hcp "didn't have an anesthesiologist available allegedly."

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead . Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was definitely a lead migration issue at some point post initial implant. Pt stated she never had pain relief from the initial implant so unsure if original lead placement was not adequate or when leads actually migrated. According to x-rays taken after initial implant x-rays the leads had migrated down. Rep reported leads disposed.